Event description:
The facility stated that the surgeon implanted a aa4203tf toric silicone lens. The lens tore upon insertion into the eye. The surgeon noted that there was a capsular tear after the lens was implanted. The incision was enlarged and the lens was cut into pieces to remove the lens from the eye and a vitrectomy was performed. A suture was required to close the wound. The injector model msi-pr and the cartridge model mtc60c fp, lot numbers were unk.